Manufacturer narrative:
Stryker informed the customer that the device is past its useful life and unable to be repaired. The device was not returned to stryker for evaluation. The cause of the reported issue could not be determined.

Event description:
The customer contacted stryker to report that their device's voice prompts were intermittently not working. Without voice prompts, a user may not receive the guidance necessary to use the device to deliver defibrillation therapy to a patient, if needed. There was no report of patient use associated with the reported event.